Manufacturer narrative:
The returned device analysis confirmed the reported gripper actuation issue and the gripper line break. The reported difficult to remove from the anatomy could not be replicated in a testing environment as they were related to procedural/operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. Based on the information reviewed, the reported single gripper actuation issue and gripper line break appear to be related to the procedural circumstances of the difficulty removing the clip from the anatomy. A cause for the difficulty removing the clip from the anatomy, however, could not be determined. The tissue injury appears to be due to the procedural circumstances of the difficulty removing the clip from the anatomy. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip caught in the chordae, causing flail. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The first clip was implanted in a2/p2. The second clip delivery system (cds) was advanced to the mitral valve, the clip immediately became entangled in chords and was stuck behind the gripper. Troubleshooting was performed and the clip was freed. The clip was repositioned, but once again the clip got caught on chords. A small flail segment was noted, and mr increased back to severe. The anterior gripper started working intermittently. The clip was stuck for almost two hours. After a lot of troubleshooting was performed to free the clip. The procedure was aborted. When the clip was evaluated outside the patient anatomy, it was noted that the gripper line was broken and no longer attached to the gripper. One clip was implanted with mr grade of 4. No additional information was provided.